Manufacturer narrative:
(B)(4). Retainer ring = black on (B)(6) 2021 the customer reported that when she changed the battery, it had acid all over it. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, inside the j7 connector. In summary, the customer¿s report of acid all over the battery was confirmed during visual inspection.

Event description:
Information received by medtronic indicated that insulin pump had acid all over the battery and low battery icon. Customer changed battery and insulin pump had acted odd. Customer stated that every battery had not altered the battery icon and did not alarm with battery changes to place new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis